Event description:
Additional information received on 1/20/06 indicates the cuff was replaced on 1/16/06 due to exposed tubing by cuff.

Event description:
In 05 pt complained of "alot of pain...way more than your booklet says about discomfort." In 9/05 pt has "alot of burning" each time pt urinates, has "leakage from the scrotum now" and has been on cipro for 4 weeks. Pt said their doctor stated yesterday that pt may need to remove the aus device.